Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed.. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the reported event is the packaging being subjected to too much heat during the shrink wrap operation due to being located in the shrink wrap tunnel for an excessive amount of time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was found at the distribution center that the sterile packaging was deformed, likely due to excessive heat during the packaging process. No adverse events have been reported as a result of the malfunction. No patient involvement. No further information is available.